Event description:
It was reported that the canister was found faulty, tubing did not want to suction, the patient presented a burn wound and it was discarded as used on patient. No harm or injury reported.

Manufacturer narrative:
The device used in treatment, has not been returned for evaluation. And with no additional information provided, we have not been able to establish a relationship between the device and the reported event or determine a root cause on this occasion. A potential root cause, a full canister or incorrect canister orientation and device height or tubing height, relative to the wound, can contribute to loss of npwt. Please refer to the instructions for use for further assistance. The manufacturing records show no evidence, that the product did not meet specification at the time of manufacture. The complaint history found other related events. This investigation is now complete with no further action deemed necessary. Smith + nephew will continue to monitor for any adverse trends relating to this product range.